Manufacturer narrative:
Customer service completed troubleshooting with the customer over the phone and determined that the faceplate for the pump was loose. The customer snapped the faceplate on tight, which resolved the suction issue the customer was experiencing. The pump was not replaced for the customer and not requested to be returned. In clinical follow up, the customer indicated that the pump was functioning properly and she feels that her breasts are being emptied now. She also indicated that she was diagnosed with mastitis on (B)(6) 2011 and was prescribed antibiotics which resolved the breast infection. According to "breastfeeding and human lactation" (riordan and wambach, 4th edition, page 294), "mastitis is usually a benign, self limiting infection, with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." Because troubleshooting resolved the issue, the customer was not asked to return the pump for testing/analysis." Because troubleshooting resolved the issue, the customer was not asked to return the pump for testing/analysis. Though the pump's vacuum was affected by the loose faceplate, it cannot be definitively concluded that the pump caused or contributed to the mastitis. We will monitor complaints for similar issues.

Event description:
The customer reported to customer service that she is using the breast pump and the nipple is not pulling out as much as it once did and it is pulling down less milk. She has a breast infection in one breast.